Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device received for analysis. Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified)- upon visual inspection, the bal-seal spring appears to be missing from the returned device. This is consistent with the reported event. The missing subcomponent is likely the result of the spring becoming deformed, either during a prior use or to remove during reprocessing, which may have allowed the spring to disassemble during the case and subsequently become misplaced. The sales representative confirmed that no pieces were left in the patient. All other aspects of the device appear unremarkable and consistent with surgical use. During a previous complaint investigation, a correction and removal committee meeting was held to determine the need for field action regarding missing bal-seal springs from the truliant tibial insert trial toppers. The committee determined that there was insufficient evidence to take field action at that time. Refer to (B)(4). Design-related issues: the design of this truliant ps tibial insert trial topper has been in the field since 2017. Exactech is aware of 3 complaint reports involving 5 disassembled bal-seal springs from the tibial insert trial toppers since 2017. The sales data for all truliant tibial inserts was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. The design of the topper has been updated to include a more robust bal-seal spring. Refer to (B)(4). As documented in (B)(4), previous investigations found that there was a major risk occurring when a cannula-cleaning bristle brush is used to clean the hole where the bal-seal spring is located. Additionally, the test summary summarizes the assessment results of the new bal-seal spring. It was found to demonstrate improved resistance to failure compared to the old bal-seal spring and the increased removal force with the mating device was deemed acceptable by surgeon users. The complaint device was manufactured prior to these design changes. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which have been in the field since 2018. Therefore, this issue does not appear to be manufacturing-related. Corrective actions are not required because the occurrence rate is ¿very low¿, the risk is captured in the rmr and racr. The missing subcomponent reported was likely the result of the spring becoming deformed, either during a prior use or in an attempt to remove during reprocessing, which may have allowed the spring to disassemble during the case and subsequently become misplaced. The design of the bal-seal spring has been updated. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. The missing subcomponent was verified by the agent as not being left in the patient. An investigation was conducted; the missing subcomponent reported was likely the result of the spring becoming deformed, either during a prior use or in an attempt to remove during reprocessing, which may have allowed the spring to disassemble during the case and subsequently become misplaced. The design of the bal-seal spring has been updated.

Event description:
It was reported from the us that while putting instruments back together following a case it was realized the spring inside the trial was missing. The agent confirmed that no pieces were left in the patient. The agency is inactive, no further information is available.